Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 40 mg/dl. The paramedics treated the customer with a glucose injection in the arm. The customer did not know what caused the low bg level. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg.

Manufacturer narrative:
The pump data logs were reviewed. No device failure was noted.